Event description:
It was reported: "when the tibial insert was removed from the packaging, it was noticed that there was quite visible discolouration of the product. The surgeon was concerned about implanting it, hence another item was used instead."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.